Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during the repositioning of an embolization coil, the coil detached from the pusher wire in the microcatheter. Both segments of the coil were removed in their entirety. There was no reported intervention or patient injury. The patient is reported to be stable.

Manufacturer narrative:
The implant was noted to be stretched beyond the attachment tether tie knot section. This model is devoid of monofilament and stretch resistance within the implant. The implant appeared to be close wound in the distal section, and there was presence of hydrogel attached. The investigation was limited without the pusher; however, the damage to the implant is consistent with the reported complaint. The exact root cause is unknown; however, the damage to the device exhibited evidence that it was subjected to excessive tensile force that exceeded the maximum strength specification.